Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During device evaluation at olympus, it was found: water tightness was lost due to a cut on the bending section cover and there was a slight water invasion inside the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had an e315 non-compatible endoscope error occur. The issue was found during receipt inspection for a therapeutic bronchoscope. There was no delay and the patient was not under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined since the device inspection could not confirm occurrence of the suggested event. However, it is likely that fluid entered the scope connector, leading to damage to the printed circuit board in the connector and consequently causing the suggested event. The presumed cause of fluid invasion on the connector is the damage to the bending section, likely occurring during the user's handling of the device, resulting in fluid infiltration from the compromised location. The event can be [detected/prevented] by following the instructions for use which state: "important information ¿ please read before use - precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.